Event description:
It was reported that the device¿s screen delaminated during use, consistent with a hardware display defect affecting the user interface. Symptoms included no adverse clinical effects or physiological symptoms. Outcomes included no impact on health status and no need for medical intervention or hospitalization. Investigation included internal review of the reported hardware condition and assessment for alarms or alerts. Investigation of this case revealed a screen integrity failure with no associated system alarms, consistent with a display component malfunction without effect on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to screen adhesion or display assembly.